Event description:
A staar surgical sales rep reported that in 2005 he received an incident report from a physician. 3 mos later it was reported that there were three similar incidents that took place 3 mos later. The user was pressing the plunger on the product and the cannula popped off the syringe, causing a corneal scratch (previously reported in the original MDR as ocular bleeding). The rep could not specify if there were add'l injuries as a result of the incident. He also indicated that it is possible the cannula was not placed on the syringe correctly, locking it in place. The surgery center reports 2 mos later that the pt's cornea has healed with no long term effects noted.